Event description:
The device was used during a laparoscopic cholecystectomy, the purple stopcock plastic piece separated during the case. Pneumo started evacuating so a new trocar was replaced. No pt consequence.